Manufacturer narrative:
Evaluation is anticipated upon receipt of the discrepant device. An engineering analysis of the subject device will be performed upon receipt.

Event description:
It has been reported to us that during the procedure, the physician had difficulty deflating the occlusion balloon when required. The physician inserted the occlusion balloon wire into the pt and inflated the occlusion balloon to occlude the vessel. The physician inserted a pre-dilatation balloon and dilated the vessel. The physician inserted a stent delivery catheter and placed a stent. The physician inserted an aspiration catheter and performed aspiration on the vessel. The physician attempted to deflate the occlusion balloon; however, the occlusion balloon would not deflate when required. The physician attempted a second time and the occlusion balloon started to deflate slowly and then completely. The physician continued the case. The pt is reported to be fine.